Event description:
Boston scientific received information that during a follow-up, it was found that this right ventricular (rv) defibrillation lead exhibited increased pacing threshold measurements, decreased sensing measurements, and a high out of range pacing impedance measurement. An insulation issue was suspected. The physician performed a revision procedure and tried to explant this lead, but it was not possible to because the lead was tightly in place. This lead was surgically abandoned and a new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead will not be returned to boston scientific, and therefore technical analysis cannot be conducted. It is therefore not possible to determine how the lead may have caused or contributed to the complaint incident. As no further information concerning this report is expected, our investigation is considered to be complete. This investigation will be updated should further information be provided.